Manufacturer narrative:
(B)(6). Internal complaint reference case- (B)(4).

Event description:
It was reported that the expiry date mentioned on the packaging of the ultrabraid did not correspond to the date indicated on the delivery note. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. An assessment of the customer provided images confirmed the label of the 7211080 - 74l1901651 package identified the expiration date as 19 nov 2024. The delivery note indicated the expiration date was 30 nov 2024. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution and confirmed the expiration date was 19 nov 2024. Additional investigation found the supplier of the device, teleflex, applies an exact expiration date to the product label based on the date of sterilization. When the product is received at smith + nephew, the sterilization date on the certificate of conformance is manually entered into the sap system. This date is subsequently printed on the delivery note when orders are processed for shipping. For this case, the specific part number in sap was not configured to allow a specific day of the month to be entered and instead defaulted to the last day of the month corresponding to the date entered. A complaint history review concluded this was an isolated event. There was a relationship found between the returned device and the reported incident. The complaint was confirmed and the root cause was associated with manufacturing processes. The expiration date is correctly reflected on the device packaging and the current end of month rounding performed by the sap system and printed on the delivery note is not expected to result in any safety or performance issue given 1) the device is labeled correctly, 2) the delivery note is not a part of the device labeling and would not likely be used as an expiration date reference by the user, and 3) the devices would most likely be consumed before reaching expiration, and 4) the time period between the true expiration date and what is printed on the delivery note is negligible in comparison to the overall 5 year shelf-life for the product. However, in order to ensure consistency between the labeled expiration date and the printed delivery notes for future shipments, a correction to the part number configurations will be implemented in sap.